Manufacturer narrative:
On (B)(6) 2021 the customer alleged was hospitalized for diabetic ketoacidosis (high bgs) and not getting high or low alarm because the transmitter not communicating to the insulin pump. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked case above the arrow and battery cap icon during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. The test guardian link with the watertight tester communicated properly with the insulin pump noted. Device programmed with alert on high and the alert is functioning properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio anomalies noted during testing. No pump error 63 alarm noted during testing or listed in device history. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (21.4 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for not getting high or low alarm because the transmitter not communicating to the pump was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer's family member reported via phone call that customer was visited emergency room on (B)(6) 2021 due to high blood glucose level and diabetes ketoacidosis. The high blood glucose level of customer was 576mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was known that auto mode feature was not active at the time of incident. Customer had nausea, vomiting, dehydration. Customer was treated with intravenous saline fluid. Insulin pump was not alarming. In the morning customer had blood glucose level 317 mg/dl and did a bolus. Customer was not getting high or low alarm. The transmitter was not pairing with insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in g4 section.